Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part number:399.42, synthes lot number: t970222, supplier lot number: n/a, release to warehouse date: 15sep2011, expiration date: n/a, manufactured by synthes tuttlingen. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. No ncrs were generated during production. H3 h6: investigation summary: background: it was reported that on an unknown date, the hammers were cracked and broken. It was discovered during routine inspection of the trays. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: the hammer 500 grams (part # 399.42, lot # t970222) was received at us cq with the handle of the hammer was observed to have cracked proximal to the shaft and close to the screw proximal to the shaft. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as there is no dimension relevant to the cracked complaint condition. Document/specification review: the drawing(s) was reviewed (both current and manufactured). Complaint was confirmed. Conclusion: the complaint condition is confirmed as the hammer 500 grams (part # 399.42, lot # t970222) was received with a cracked handle. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the hammers were cracked and broken. It was discovered during routine inspection of the trays. There was no patient involvement. This report is for 1 hammer 500 grams. This is report 2 of 2 for (B)(4).